Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device no longer met specifications for optical signal properties and no contact force was displayed when connected to the tactisys quartz unit. The device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed the shaft leak was due to a tear in the shaft near electrode ring 2. Further investigation revealed the irrigation leak was due to the pi irrigation tubing detaching from the metal irrigation tubing. The shaft and irrigation leaks are consistent with fluid ingress and a loss of force data during the procedure.

Event description:
This report is to advise of an event observed during analysis confirming a leak in the catheter.